Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage was noted. The 100% stenosed lesion was located in a severely calcified and severely tortuous distal left circumflex artery. The 2.50x12mm taxus liberte was unable to cross the lesion. The lesion was dilated with a high pressure balloon, however, the device was still unable to cross the lesion. A third attempt was made to cross the lesion and failed. The physician removed the device and found that the stent was flared. The device was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(6). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).